Manufacturer narrative:
Event date: exact date of event is unknown. Event occurred sometime between when the device was implanted on (B)(6) 2021 and when the fracture was confirmed on (B)(6) 2021. Occupation: initial reporter is a synthes sales representative. Part 04.037.012s, lot 50p4325: manufacturing location: (B)(4). Manufacturing date: april 10, 2020. Expiration date: march 02, 2030. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A photo investigation was completed: a visual inspection of the device from the provided x-rays was performed; no issues were identified in the x-rays. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the trochanteric femur occult fracture with the trochanteric fixation nail-advance (tfna) implant. After the surgery, a femoral neck fracture was confirmed by x-ray on (B)(6) 2021. On (B)(6) 2021, the patient underwent the revision surgery removing the tfna implants and performing bipolar hip arthroplasty (bha) surgery. The revision surgery was completed successfully without any surgical delay. This report is for a tfna. This is report 1 of 1 for (B)(4).